Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be presumed. However, it is likely that no image was displayed due to a communication failure caused by a faulty cable. The event can be [detected/prevented] by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head was not detected after connecting with the processor. The image disappeared (blackout appeared) and visual field was lost and color bars appeared on the monitor. The issue was found during maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.